Manufacturer narrative:
Catheter model: 8709sc, lot# n165063001, implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
It was reported that patient had experienced return of symptoms. Patient had experienced acute pain in pelvic area, urinating in small amounts and vomiting in the month of (B)(6) 2012. It was indicated that patient had to go to the hospital for 2-3 days due to "it being too close to his refill time." However the hospital couldn't accommodate patient's refills and patient had to go to another facility where he was admitted for 3 days "to manage his symptoms." It was indicated that "as of now the pump was working great and had changed his quality of life." Patient continued to take oral medication for breakthrough pain and had his next refill appointment in the first week of october. Drug delivered via the device was dilaudid.